Event description:
This is the third malem alarm that I have purchased. The first two had a manufacturing defect and were returned to the manufacturer. In all three, the product (alarm portion) warms up and gets hot within minutes of placing batteries. This has happened in all three products. The time to warm up is less than 30 minutes and then its hard to hold in one's hands. To think that my son would be sleeping with this at night is a scary thought.